Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when sending a transmission, the patient felt heat in the area of the implantable pulse generator (ipg). It was stated that the heat was not normal. The patient was advised to reach out to the cardiologist to check the interrogation report and verify whether the patient could continue using the monitor. The status of the monitor is unknown. No further patient complications have been reported as a result of this event.